Event description:
The customer reported that the device unexpectedly shuts down and fails to power up. Also noted was that the device emitted smoke during a test.

Manufacturer narrative:
The customer reported that the device unexpectedly shuts down and fails to power up. Also noted was that the device emitted smoke during a test. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.